Manufacturer narrative:
Mentor became aware that section b. Adverse event or product problem 7. Medical history/preexisting condition of the initial report sent on (B)(6) 2020, was erroneously filled in with "adjunct study." This information is not relevant medical history and the appropriate answer has been indicated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that section b. Adverse event or product problem 2. 2. Is required intervention, was erroneously selected in the initial report sent. The patient has not reported any intervention, so 2. Is other serious was appropriately selected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 3, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 7, 2020, mentor became aware that the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. Mentor also became aware that the patient also suffered right breast capsular contracture; baker grade iii, and left breast capsular contracture; baker grade I-ii. On may 28, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices on may 13, 2020: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9435599 sn: (B)(6) and (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9435599 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, capsular contracture capsular contracture on the left breast will be reported under mrn: 1645337-2020-06619. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured, received incomplete and the patch wasn't received for evaluation. An anomaly was observed in the edges of the tear on the device consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. Rupture was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.